Event description:
The catheter reportedly detached from the "core," leaving a fragment in the pt. X-rays and echography were performed but the fragment could not localized. The pt was hospitalized for laryngectomy and was receiving ciprofloxacin via the abbcath-t; the vein was being maintained with some IV fluids and heparin. When the nurse started to administer an antibiotic, she noticed that the vein was leaking. When she started to change the catheter she noticed that it had detached from the "core" (hub) end.